Manufacturer narrative:
The used device has been returned to angiodynamics and the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in the UK: rij 24cm bio-flo duramax dialysis catheter inserted on (B)(6) 2018. No problems on insertion. Exit site intermittently oozing since insertion. The oozing was just blood - not purulent or serosanguinous. Sutures needed replacing on 3 occasions as they had become either detached or loose. Line appeared loose and moving each time patient came for dialysis. Decision made on (B)(6) 2018 to remove the line and replace it with a new one. Patient admitted to hospital on (B)(6) 2018 with vomiting, hypotension, pyrexia, tenderness at exit site and in neck and erythema around exit site. Blood cultures have grown gram klebsiella pneumoniae. Patient has a line infection. On IV antibiotics. Neckline removed on (B)(6) 2018, no dissection required. Line tip sent for c&s. Femoral line inserted on (B)(6) 2018. Effect on patient according to hospital line infection - needs IV antibiotics and required hospital admission.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The sterilization records for the indicated product lots were reviewed and found to be complete and in order. The november 2018 angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode "patient issue - infection." No adverse trend was indicated. In addition, this is the only reported complaint for this failure mode in the past 15 months for the bioflo dialysis product family. A used bioflo dialysis catheter containing bio matter inside and outside was returned for evaluation. No deformation to the suture holes or the cuff was found. The dialysis catheter was measured (od) and found to be within specification. The cuff material was measured and found to be within specification. The cuff location was measured and found to be within specification. The cause of the reported complaint description of neckline infection could not be determined based on the nature of the failure mode. No manufacturing non-conformances were observed (device met visual, dimensional, and functional specifications) and no abnormalities were found in the sterilization records. The directions for use (dfu) item number (B)(4) that is provided in the reported kit contains the following directions, precautions and warnings: "contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your sales representative. Inspect prior to use to verify that no damage has occurred during shipping. For single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness or death. Reuse, reprocessing or resterilization may also create a risk of contamination of the device and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient." (B)(4).